Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Returned device consisted of a nc emerge balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, hypotube and inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 9mm in length, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.